Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response duet o corroded keypad traces. No button error alarm noted. Insulin pump had scratches on lcd screen, cracked reservoir tube lip, scratches on reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 124 mg/dl. Nothing further was reported.